Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire was unable to pass through the junction of the tube. The midway connection would not allow the smooth passage of the guidewire. The procedure was not completed due to this event. The patient was sedated under general anesthesia when the procedure was aborted. Resolution clips were used to close the stoma site on the gastric body wall, while the external incision was properly cleaned, bandaged, and secured with medical tape. It was reported that the patient would be brought back for peg placement later in the week. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 captures the reportable event of additional device required (clips). Imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire was unable to pass through the junction of the tube. The midway connection would not allow the smooth passage of the guidewire. The procedure was not completed due to this event. The patient was sedated under general anesthesia when the procedure was aborted. Resolution clips were used to close the stoma site on the gastric body wall, while the external incision was properly cleaned, bandaged, and secured with medical tape. It was reported that the patient would be brought back for peg placement later in the week. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 captures the reportable event of additional device required (clips). Imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the device has not been received despite good faith efforts to obtain product return. As such, physical analysis has not been conducted in our laboratory. However, a device history review was performed and determined that, based on the nature of the reported event and the reported device lot number, the peg tube obstruction was likely the result of the manufacturing process. With all the available information, although the device has not been returned, boston scientific corporation (bsc) determined that the peg tube obstruction was likely caused by adhesive inside the hypo-tube of the transition joint. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on 05dec2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on 05feb2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.